Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the review of a remote monitoring transmission, undersensing was noted on the incoming electrogram and on stored episodes as well as an observed lead warning for noise. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.